Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was stent separation between the first and second nitinol stents and this has gradually worsened over the last few years. The physician is now considering options for treatment. Currently, there is no endoleak; however, the physician feels that intervention is appropriate with an aorto-uni-iliac stent graft. No additional clinical sequelae were reported. Films were received and their interpretation is pending.

Manufacturer narrative:
Evaluation codes, results: conclusion: other - (film interpretation is pending, aneurysm and vessel morphology from the time of implanted were not reported, unknown cause of stent separation).